Event description:
An optometrist reports that a new contact lens wearer wore her lenses for one day and reported ocular pain and trouble seeing. The lens case and two ounce bottle of lens care solution that had been used by the pt was reported to have smelled like bleach. The optometrist described this as an abrasion or chemical burn with the upper layers of the cornea removed. She also observed microcystic edema. Following the onset of the event, the optometrist saw the pt daily and treated her with several medications and therapies. Ten days after the onset of the event, minimal staining was observed and her vision was worse than 20/400. The optometrist feels that as the cornea heals, the pt's vision will return to normal. Because the cornea is healing, the optometrist did not feel it was necessary to send the pt to a corneal specialist.

Manufacturer narrative:
Eval summary: the complaint device associated with this report has been received for eval. Batch records were reviewed for lot 138838f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. No similar reports for lot 138838f. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Add'l info was requested on 08/28/2008, 08/29/2008 (2), 09/03/2008 (2), 09/09/2008, 09/11/2008, and 09/12/2008 by fax, mail, and phone. Additional info was received on 09/15/2008 by fax.